Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no image. The issue occurred during a diagnostic procedure which was completed with a backup device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections. Updated field: b5; d9; e1. Corrected fields: e3; h2. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer: the monitor was functioning without any malfunctions.